Manufacturer narrative:
Serial number: the serial number for this device was originally reported as (B)(4). The correct serial number for this device is (B)(4).

Event description:
On (B)(6) 2012, the reporter, the patient's wife, contacted animas to report that the patient obtained blood glucose readings of ''in the 500's mg/dl'' while on his backup plan of injections of short-acting insulin. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient contacted his hcp for assistance/advice with his backup plan. The patient reported he was on his backup plan because his pump had an issue with the load step when replacing the filled cartridge. The patient noted the replacement loaner pump had not yet arrived to his location, having been shipped to his home address instead of current vacation address. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after he did not receive the loaner pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/01/2014-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2012 with the following findings:a review of the pump black box data and alarm history revealed two no cartridge detected alarms. During testing, a load step was attempted and the pump stopped immediately at 205 units, and the pump displayed that insulin was loaded when a cartridge was not present in the compartment. A cartridge was inserted and the pump was primed; however an occlusion alarm was emitted after a basal program was started. The force sensor calibration reading was within specifications. The pump case was removed and a component on the printed circuit board that was part of the force sensor circuit was found to be shifted. Further investigation of the pump could not be completed because the pump was not available. The pump was investigated with these available results prior to awareness of the complaint.